Manufacturer narrative:
Addition to (model #/lot #) 6mf3e03a, expiration date 12/31/2018, the model #s were not provided. Manufacture date 12/01/2016.

Event description:
A nurse from (B)(6) stated the contour ts blood glucose readings were higher than the hospital's chemistry analyzer. Contour ts read 30.3 and 8.6 mmol/l and the analyzer read 9.6 and 2.8, respectively. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The caller was asked to return the strips for investigation.